Event description:
It was reported that the lens haptic tore the capsular bag while being injected into the patent's eye. The lens was removed and replaced with another lens model. Additional information has been requested, but no additional information has been received.